Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer disconnected from the pump and let the pump sit for 4 hours to dry out. It was noted that the alarm was unable to be cleared. The customer had not checked their blood glucose level at the time of the report. It was confirmed that the customer had a backup method of insulin delivery available.